Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative (rep) reporting that the patient stated they felt stimulation with their ins off. The rep stated that they didn't know the exact details as to when the issue began and what prompted it or if the patient¿s ins had indeed been off. The patient stated it happened in certain positions. The patient did stated that they had not been using their ins and indicated that this was partly due to them being afraid of getting shocked. Technical services reviewed with the caller to evaluate the ins usage, diary, patient description, etc. It was indicated that the rep was meeting with the patient today. It was asked but was unknown when the issue of the patient feeling stimulation when the ins was off began. Additional information was received from the manufacturer representative (rep) later the same day, reporting that the rep met with the patient today ((B)(4) 2019) and ran an impedance check, but all were within normal limits (wnl). It was reported that the stimulation was off. The patient only felt slight tingling when they would lay in bed in attempt to go to sleep. The patient also had restless leg syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that for the past 6 months, patient felt discomfort with the stimulation, shocking in certain positions. Patient stated he felt tinging or sticking pains near the battery even when battery was turned off. Patient reported numerous falls. The manufacturer's representative to schedule a meeting with the patient as soon as possible to check impedances and program settings. Issue was not resolved at this time. No further complications were reported/anticipated.